Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and low impedance. Diagnostics suggest a lead insulation break is present. Technical services (ts) was consulted and explained no noise is present and recommended checking lead integrity. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and low impedance. Diagnostics suggest a lead insulation break is present. Technical services (ts) was consulted and explained no noise is present and recommended checking lead integrity. No adverse patient effects were reported. Additional information was obtained, after a second review, it was found that the cause for the abnormal lead test was due to a internal generator pacing circuit short. Technical services (ts) was consulted and recomended replacement of the cardiac resynchronization therapy pacemaker (crt-p). After changeout, all lead measurements were within normal range. The lead remains in service.